Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: 7 mm aortic neck length; and, the 32% change in aortic neck diameter (conical neck). The device longevity along with the patient's medical history might have contributed to this event in the form of disease progression. Endotension possibly contributed due to the persistent state of the endoleak early after the implant, although the sac size remained fairly stable. Immediately post implant, there was substantiated evidence of a possible endoleak vs. Fabric billowing. There was evidence of a probable type iii a and/or a possible type ii endoleak on a surveillance CT scan one month later; this study included delayed filming. A complication of an occlusive plaque in the right common femoral artery and endarterectomy was confirmed. Forty-eight months post implant, there was substantiating evidence of a type iii and/or a type ii endoleak by CT scan, which was characteristically very similar to the observations one month post implant; sac size remained relatively stable. There was no delayed filming provided. At the substantiated secondary procedure fifty months post implant, the endoleak was described as a type ia endoleak, however imaging demonstrated a possible combination endoleak (type iii and a type ii endoleak). The suprarenal extension only minimized the leak. Given this set of information, the unknown endoleak was substantiated. The patient was discharged home on post-operative day two on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported endoleak is most likely due to the patient's anatomy, which was incongruent with the IFU. Vessel remodeling is also a likely contributor.

Event description:
It was reported that approximately 49.4 months post implant of a bifurcated device, a suprarenal and an infrarenal aortic extensions, an endoleak coming from the proximal extension was noticed on a CT scan. The endoleak was discovered during routine follow up, the patient was not symptomatic. The physician brought the patient back on (B)(6) 2014 and added a suprarenal aortic extension to treat the endoleak; however, it did not completely resolve. The physician is monitoring the patient to see if it will resolve itself. Note: at time of implant (on (B)(6) 2010), the physician implanted a competitor (palmaz) stent proximal to the extension, and considers it is possible that the stent might have damaged the extension, resulting in the endoleak. The patient has an extreme short neck, which was approximately 7mm at time of implant.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 49.4 months post implant of a bifurcated device, a suprarenal and an infrarenal aortic extensions, an endoleak coming from the proximal extension was noticed on a CT scan. The endoleak was discovered during routine follow up, the patient is not symptomatic. The physician has plans to add an aortic extension to treat the endoleak by end of this month. Note: at time of implant, the physician implanted a competitor (palmaz) stent proximal to the extension, and considers it is possible that the stent might have damaged the extension, resulting in the endoleak. The patient has an extreme short neck, which was approximately 7mm at time of implant.

Event description:
It was reported that approximately 49.4 months post implant of a bifurcated device, a suprarenal and an infrarenal aortic extensions, an endoleak coming from the proximal extension was noticed on a CT scan. The endoleak was discovered during routine follow up, the patient was not symptomatic. The physician brought the patient back on (B)(6) 2014 and added a suprarenal aortic extension to treat the endoleak; however, it did not completely resolve. The physician is monitoring the patient to see if it will resolve itself. Note: at time of implant (on (B)(6) 2010), the physician implanted a competitor ((B)(4)) stent proximal to the extension, and considers it is possible that the stent might have damaged the extension, resulting in the endoleak. The patient has an extreme short neck, which was approximately 7mm at time of implant.